Event description:
Clinic notes were received at manufacturer that reported a vns patient continues to have weight loss issues, and feeling as though, she cannot swallow very well. The pt had a prophylactic replacement of their vns generator. Additional info was received from their treating physician that the pt had an esophageal stricture that was not related to their vns stimulation. The stricture was treated and the pt is doing somewhat better. It was additionally reported that the pt had lost 10-20lbs. The treating physician is unclear if their weight loss is related to toxic levels of their medications, the stricture or vns implant. There are plans to lower the pt's vns therapy parameters for tolerability.